Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : during an unknown procedural step one peg on the tip broke off. No adverse patient impact, no part remaining in patient, no surgery delay reported. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual examination found three of the prongs on the tip of locking screwdriver body broken off also the device shows signs of heavy use. The fracture issue of the locking tabs has been addressed through depuy synthes quality system with a design change in 2020. The first batches (5357743 and 5357744) of drivers per the new design were manufactured on february 7, 2020. The current complaint sample device was manufactured prior to the implementation of the new design. However, due to the device was manufactured in 2017 and shows signs of heavy repeated used. Therefore, the potential cause for failure is traced to end of life. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the 230792003 locking screwdriver body would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: product code: 230792003, product name: locking screwdriver body, lot number: 5291038, 1) quantity manufactured: (B)(4), 2) date of manufacture: 07/11/2017, 3) any anomalies or deviations identified in DHR: no non-conformances / manufacturing irregularities were identified during manufacturing. 4) expiry date: n/a, 5) IFU reference: (B)(4), corrected: h3,

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : during an unknown procedural step one peg on the tip broke off. No adverse patient impact, no part remaining in patient, no surgery delay reported. The product was not returned to depuy synthes, however photos were provided for review. (B)(4). The photographs associated with this report were reviewed, however the information received is not pertaining to the nature of the reported event and could not be identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was unconfirmed as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : product code: 230792003 product name: locking screwdriver body lot number: 5291038. 1) quantity manufactured: (B)(4), 2) date of manufacture: 07/11/2017, 3) any anomalies or deviations identified in DHR: no non-conformances / manufacturing irregularities were identified during manufacturing. 4) expiry date: n/a, 5) IFU reference: 230792003.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During an unknown procedural step one peg on the tip broke off. No adverse patient impact, no part remaining in patient, no surgery delay reported.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.